Manufacturer narrative:
No unexpected ramping of numbers was noted. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump also had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
Customer called to report the insulin pump had ramping numbers during the bolus process. Blood glucose reading was 85 mg/dl. The customer could not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.